Event description:
According to the rptr: seven of the devices have broken during the last few weeks. All led to a dehiscence of the wound.

Manufacturer narrative:
(B)(4). Ref MDR #s of other 6 cases: 1219930-2011-00644, 00645, 00646, 00647, 00648, 00649.